Manufacturer narrative:
(B)(4).

Event description:
My mother swallowed an effervescent tablet this morning but has not experienced any symptoms yet [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started polident 3 minute. On (B)(6) 2022, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call centre representative (phone) on (B)(6) 2022. Consumer reported that "I have a question, my (B)(6) mother swallowed a polident effervescent tablet. What should I do, my mother swallowed a polident effervescent tablet this morning but has not experienced any symptom yet".